Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary was not confirmed. No anomalies were observed during visual inspection. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Testing of the returned part by the supplier indicated a passing result. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The customer reported that a tysabri infusion with the secondary tubing connected to a primary line with 250ml ns was started at 1317 after the nurse programed the pump to infuse the medication.

Manufacturer narrative:
Concomitant medical products: 50ml baxter infusion bag(lot ld131728 exp 18may19) of cefalozin, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion with the secondary tubing connected to a primary line with 250ml ns was started at 1317 after the nurse programed the pump to infuse the medication. At 13:45, the nurse was called by the patient who was concerned that her medication wasn't infusing appropriately. The infusion bags were checked and it was found that the secondary line had back flowed into the ns primary line. The secondary line was confirmed to be hanging higher than the primary line. The pump did not beep to notify the clinician that there wasn't anything being administered to the patient. The customer states that at the time, the nurse did not know if the pump malfunctioned or if the IV tubing had malfunctioned at the time of the event. The nurse contacted clinical engineering (ce) and they picked up the pump and tubing. Per the clinical engineering technician, ce connected the dual-infusion set (primary and secondary) given to ce by the clinicians and used in the event. After placing 50ml of fluid into both the secondary and the primary bags and completion of priming the tubing, ce ran a test of 20ml at 20ml/hr (ce was not notified what the volume or rate was for the incident) while following the setup provided by carefusion. Immediately, ce observed the fluid back flow from the secondary bag into the primary bag. After this test, ce ran their normal pm procedures and both the pump and the brain passed without any issues. No specific patient information available, however, there is no report of patient harm.